Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would time off too soon while on the bolus and options menu. Additionally, the pump touch screen was "glitchy" and would open different menu options than the intended areas that were selected. Customer's blood glucose was 100-300 mg/dl. During troubleshooting with tandem technical support the pump was functioning as expected.